Event description:
Broken access port. A new port had to be implanted (further operation for pt). F/u findings: tubing leak at or near the connector.

Event description:
Broken access port. A new port had to be implanted (further operation for pt).